Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of dislodged grip ring to be related to the customer reported complaint. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. Additionally, the instrument was found to have a grip ring screw loose. The grip ring screw was found not tightened inside the housing. As a result of the grip ring screw being loose the grip ring was dislodged.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) jaws would not open or close. The procedure was completed with no reported injury.